Manufacturer narrative:
Citation: kammler j et al. Implantation depth measured by 64-slice computed tomography is associated with permanent pacemaker requirement following transcatheter aortic valve implantation with the core valve system. Journal of cardiology 67 (june 2016) 513¿518. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature review regarding conduction disturbances after transcatheter aortic valve implantation which require pacemaker implantation. All data were collected from a single center between 2009 and 2013. The study population included 89 patients (predominantly female; mean age 81.7 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 15 deaths occurred, which were due to peri-procedural annulus rupture/pericardial tamponade (2), myocardial infarction (1), congestive heart failure (5), pneumonia (3), intracranial/gastrointestinal hemorrhage (2), ventricular fibrillation (1), and prostate cancer (1). None of the deaths were attributed to medtronic product. Among all patients adverse events included: permanent atrio-ventricular (av) block (4), intermittent av block (11), and intermittent second-degree av block type 2 (5), new onset of left bundle branch block (8), and permanent pacemaker implant (28). Of note, no patient developed new conduction disturbances later than 48 hours post transcatheter aortic valve implantation. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.